Manufacturer narrative:
Initial reported full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that an intra-aortic balloon (iab) functioned successfully during therapy, however when the balloon was removed the physician saw a big black loop in the balloon and did not know why it was there. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the sheath. A review of the returned product and the picture provided by the facility determined the inner lumen within the membrane area was found to be stretched and looped with two kinks observed on the lumen. The reported ¿big black loop¿ in the balloon was found to be the inner lumen of the catheter. The inner lumen is part of the manufactured catheter. The reported event has been confirmed by the evaluation. The loop on the inner lumen may have occurred from the kinks found on the inner lumen, from patient movement and/or the inner lumen may have been stretched during the iab removal from the patient, however we are unable to conclusively determine when this occurred because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) functioned successfully during therapy, however when the balloon was removed the physician saw a big black loop in the balloon and did not know why it was there. There was no reported injury to the patient.